Event description:
During surgery, it was discovered that a box labeled`z04-04-45 (cemented trapezoidal tray, size 4f/5t) did not contain the product stated on the label. Since there was not another 4f/5t available, the surgeon removed more bone from the patient soa 4f/4t trapezoidal tray could be implanted.